Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope associated with this complaint and completed its investigation. Failure analysis (fa) received the scope with mechanical damage to distal window assembly hermetic seal resulting in fluid invasion and subsequent major damage to optical components. Fa also noted that fragments of adhesive of the distal window are missing. The root cause was noted to be related to mishandling/misuse. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. Furthermore, verification of the event details cannot be performed via system logs due to lack of event information. Based on the information obtained from failure analysis investigations this is considered a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient. There was no report from the customer that a fragment from the device fell into the patient during a procedure. While there was no report of harm or injury to the patient and no report of fragments falling into the patient, the reported failure mode could likely cause or contribute to an adverse event if the fragment(s) did fall into the patient. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is blank because the product is not implantable. PMA/510(k) number and adverse event are not applicable.

Event description:
The endoscope was returned with no reported complaint. There was no report of patient involvement. Intuitive surgical, inc. (Isi) made several attempts to obtain additional information from the customer, but no further details have been received as of the date of this report.